Event description:
During a follow up call to the facility nurse on (B)(4) 2012 regarding an unrelated issue, the nurse provided the following information: the nurse reported and clarified the patient did not have catheter issues. The patient was diagnosed on (B)(6) 2012 with peritonitis due to connection issues with the transfer set and the titanium adaptor. The patient was not hospitalized but was treated with vancomycin 1 gm ip every 3 days for 14 days and is considered to be recovering. It is unknown if the patient was retrained on aseptic technique.

Manufacturer narrative:
(B)(4). This complaint was not confirmed as no sample or batch details were available. A batch review was not performed as the lot number was not provided. The root cause for this condition is undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.